Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed a few alarms of "high alarm displayed: cassette not attached properly." Functional testing was performed and the reported issue was not duplicated. Preventative maintenance was performed.

Event description:
It was reported that the pump had issue of cassette not attached. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.